Manufacturer narrative:
(B)(4). The device was manufactured may 8, 2015 - may 12, 2015. The device was received for evaluation. Visual inspection revealed a white particle approximately 0.30 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had white particulate matter inside the balloon. This was identified during storage. The device was filled with an unspecified amount of levobupivacaine. There was no patient involvement. No additional information is available.